Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 12mg/dl at the time of incident. The customer reported that her pump bolused 2u and it¿s not normal. The customer had low blood glucose and the pump was delivering boluses for itself. The customer was advised to return the product but the customer declined. She treated low blood glucose by taking glucagon shot. She declined troubleshooting. The customer stated the pump is 10 years old and has been giving boluses by itself for about 6 months.